Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced pump migration with an ambicor penile prosthesis (app). The component migrated close to the base of the penis. A surgical procedure was performed in which the pump was exposed and repositioned in the dependent part of the scrotum. There were no device performance issues or adverse events due to the migration. The patient fully recovered following the procedure.